Manufacturer narrative:
The device was received for evaluation. During functional testing it was observed that the direction of flow label and direction of flow shim were missing from the front case. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the direction of flow label and direction of flow shim were found missing from the front case. No additional information is available.